Manufacturer narrative:
H.6. Investigation summary: DHR: 8304898: the lot was built/packaged on afa 11 from (B)(6)2018 through (B)(6)018 for the quantity of 448,810. 7208653: the lot was built/packaged on afa 11 from (B)(6)2017 through (B)(6)2017 for the quantity of 188,170. All challenge, set up and in process samples were performed per specifications. No quality notifications were initiated during production. Received a total of 12 bd iag 20ga bc units as follows: 1 catheter adapter assembly was received within an open package from lot number 7208953. The remainder of the components were not returned. 11 representative units were received within sealed packages from lot number 8304898, all contents included. Visual/microscopic evaluation: open unit: no physical-mechanical damage was observed on any of the components of the catheter adapter assembly. No signs of leakage was observed beyond the septum. The actuator was pushed into the septum (confirming slit). The blood escape test could not performed since the unit was classified as ¿biohazard-contaminated¿. Sealed units: no evidence of physical-mechanical damage was observed on any of the received units. The actuators and septums were properly seated. The blood escape test was performed on all units, the testing fluid did not leak out of the adapters before the timer expired. Conclusion: indeterminate. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that bd¿ insyte autoguard bc had leakage from the blood control septum after catheter is placed into vein. Customer¿s verbatim: ¿ faulty blood control septum. Blood flow is coming out of blood control septum after catheter is placed into vein. ¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7208953; medical device expiration date: 2020-06-30; device manufacture date: 2017-07-27; medical device lot #: 8304898; medical device expiration date: 2021-10-31; device manufacture date: 2018-10-31. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard bc had leakage from the blood control septum after catheter is placed into vein. Customer¿s verbatim: ¿ faulty blood control septum. Blood flow is coming out of blood control septum after catheter is placed into vein. ¿